Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4). Added: patient identifier, (age) and other relevant history.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d11, h6. Patient code: no code available (3191) was used to capture surgical intervention and medical device removal.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune total knee revised to address aseptic loosening of the tibial base plate. Revising surgeon noted villous synovitis, and that tibial base plate was grossly loose, having "appeared to have debonded from the cement interface". Noted osteolysis of the medial femur bone and medial tibia bone. Femur and patella products were well-fixed and positioned. Tibial base plate and insert were revised. Competitor bone cement was used during primary. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).